Event description:
Device 1 of 5. Reference MFR report number: 3006705815-2019-00575. Reference MFR report number: 3006705815-2019-00576. Reference MFR report number: 1627487-2019-02284. Reference MFR report number: 1627487-2019-02285. Follow up identified that the infection was present at the lead site as well. In turn, the patient underwent surgical intervention where in the system was explanted. The patient was treated with antibiotics and a wound vac was placed. The patient was temporarily hospitalized to treat this issue.

Event description:
It was reported that the patient had an infection present at the ipg site. In turn, surgical intervention may be pending to address the issue. The patient was prescribed antibiotics.

Event description:
Device 1 of 5: reference MFR report number: 3006705815-2019-00575. Reference MFR report number: 3006705815-2019-00576. Reference MFR report number: 1627487-2019-02284. Reference MFR report number:1627487-2019-02285. Additional information received via follow up identified that the infection has resolved, per the patient.